Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The calibration and qc were acceptable. A general reagent issue was excluded. A field service engineer (fse) replaced the probes, and the issue did not recur. The investigation was unable to determine a direct root cause; the issue was resolved with the replacement of the probes.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable lithium results for 1 patient on a cobas 6000 c501 module. 2 samples from the same patient were tested. Sample 1: the initial result was 4.31 mmol/l with a data flag, and the repeated result with a dilution was 1.05 mmol/l. Sample 2: the initial result was 2.92 mmol/l with a data flag, and the repeated result was 1.05 mmol/l.